Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac was placed from zone 3. On an unknown date in 2023, about a year ago, migration due to aneurysm formation proximal to ctag ac was observed. On an unknown date in 2024, in the last 3 months, the aneurysm has rapidly enlarged. On (B)(6) 2024, the patient underwent reintervention. An axillary-axillary artery bypass was created, and a stent graft was placed from zone 2. An additional non-gore stent graft was placed on the proximal side. The physician stated the following: - the migration might be caused by aneurysm formation at the tag placement site.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: stent graft migration, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.